Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: the stapler jammed during use and therefore, the surgeon depressed the trigger with force. As a result, the cover block broke. The event caused no harm to the patient.